Manufacturer narrative:
The device was not returned to the MFR. An investigation was carried out based on the event description and previous experience with similar complaints. Results: we were unable to carry out a lot check as no lot info was provided with this complaint. The duckbill suction port contains a one way duckbill valve and is positioned at the elbow of the y-piece. The fact that a leak was detect in the rt236 breathing circuit only until the operator occluded the duckbill suggests there was a leak in the duckbill valve. Conclusion: all breathing circuits are pressure tested during production. The test has a small acceptable pressure drop and those that fail are rejected. This suggests that a leak in the duckbill developed after production. We have an open CAPA item to address such complaints and to put measures in place to reduce and/or prevent recurrence. Our monitoring and trending for this type of event shows a rate of occurrence worldwide for the last year of 0.0037%.

Event description:
A hosp reported through our distributor that a leak was detected during setup for a quantity of 2 infant breathing circuits. It was reported the circuit passed the leak test when the operator occluded the duck bill suction port. The circuits were then used on the pt with no apparent problem. No pt consequence was reported.